Event description:
It was reported by (B)(6) that a (B)(6) male pt underwent a diagnostic coronary procedure on (B)(6) 2012. Access was obtained at the common femoral artery via a 5f sheath (unk model). A pre-procedure femoral angiogram showed the vessel size to be approx 7mm. Following the procedure, the physician, who was in training, selected the mynx cadence vascular closure device 5f to close the access site. It was reported that the physician shuttled down the grey handle to the hard stop, the physician withdrew the sheath back to the handle, he noticed that the sealant had not deployed and the advancer tube was not visible. The device was removed and the pt was converted to 20 minutes of manual compression. Hemostasis was achieved. The pt was ambulated and discharged home the dame day ((B)(6) 2012) with no reported clinical sequela.

Manufacturer narrative:
It was reported that "the sealant had not deployed and the advancer tube was not visible after the physician withdrew the sheath back to the handle." The device was received for investigation with the advancer tube separated from the device. The sealant was not returned with the device. The advancer tube for the returned device was able to properly engage the tamp locks. Based on the investigation performed, and the condition of the returned device the reported advancer tube issue and failure to deploy could not be confirmed. The review of the lhr (lot f1216801) indicated that the device lot met all established performance criteria prior to shipment.